Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.